Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ arterial cannula was removed the day after it was placed, as it was increasingly difficult to get measurements/blood samples, and eventually wasn't functioning "at all". A "very distinct kink" was found in the catheter after it was removed. The following information was provided by the initial reporter: "yet another incident at the same hospital that has reported at least 3 previous incidents. The patient got the arterial catheter placed on the evening of jan 2nd. During the night it gets more and more difficult to get measurements/ blood samples. On the 3rd they decide to remove the catheter as it doesn't function at all. They see a very distinct kink on the catheter after removal. They are very unhappy with this situation as this is a critically ill patient and the catheter is of vital importance to the treatment of the patient. And the have seen this happen too often over the last 6 months."